Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of power on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu was not returned for analysis; however, log files were submitted for review and data from the reported event date of 26may2024 was reviewed. At 08:48:00 while connected to the mpu, a loss in alternating current (ac) power occurs activating a low voltage hazard alarm. The low voltage hazard alarm resolves at 08:48:02 when power is restored to the mpu. The backup battery provided support to the system during this loss of power event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, if the patient has the v-lock connector on the ac power cord, the cause of the loss of ac power to the mpu, and if the mpu was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured low voltage hazard events 26may2024 at 0848 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. The event lasted approximately 2 seconds with no interruption to pump support. There were no other unusual events were noted in the log.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter email: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.